Event description:
It was reported to kendall on 5/31/2001 inverness customer states a needle broke off in right side of their abdomen, in 2001. Pt was not sure of exact insertion site, but area around was red, not swollen. 10 days later customer stated they had had xray which did not show needle, and had seen general surgeon who could not find needle in their skin. 6/20 samples received and forwarded to plant.